Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "pus" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "pus."

Event description:
Patient reported left side rupture with "they left a wire inside and kept poking inside my breast and caused swelling, bleeding, and pus. Was painful". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d9 h3 h6. Based on the device analysis grid, the assessments of the complaint are: rupture: not observed openings during the analysis. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Circumferential radial capsulotomy was performed during replacement surgery.